Event description:
It was reported that the atrial lead exhibited oversensing. The atrial lead could not be replaced due to venous occlusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - facility.